Event description:
After 14 years of implantation, this lead was explanted because it was reported that there were high impedance readings, >3000 ohms. Upon re-intervention it was found that the lead was fractured.

Manufacturer narrative:
June 13, 2006. Code 2203 (other): upon re-intervention, it was found that the lead was fractured. A response from the manufacturer is pending.